Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact on the customer¿s blood glucose level. Upon follow up, customer reported pump was functioning as intended; battery issue did not reoccur.